Event description:
It was reported that the customer was having difficulties with the serter; the device was not releasing the sensor after the second button press. The customer's blood glucose was 405 mg/dl, which was treated with the insulin pump. The customer stated that they were taking a medication which was causing them to have high blood glucose. The customer also stated that they do not feel comfortable using the insulin pump without the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.